Event description:
On (B)(6) 2006, the patient was implanted with an scs system. On (B)(6) 2010 the patient underwent a surgical procedure to move the ipg implant location from the buttock area to the chest wall because the patient was having hardware put in his back for another surgery/ reason, and the other surgeon didn't want the ipg/leads in that area. During the procedure the physician decided to replace the ipg. It was reported on (B)(6) 2010 that the physician told the rep that he was electively relocating the pocket, even though the physician told the hospital staff to write "malfunctioning ipg" as the reason for revision, and that the explanted ipg was functioning fine. The ipg was explanted and revised on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.